Event description:
It was reported that lead dislodgment was observed via chest x-ray. No lead electrical anomalies were observed. Lead was explanted and a new lead was implanted. New lead values were normal and in range. Patient was stable post procedure and discharged with no issues.

Manufacturer narrative:
Analysis was normal. No anomalies were found.